Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with intermittent esc button response due to corroded keypad traces. Keypad connector was fully locked. No button error alarm noted during testing.

Event description:
It was reported that the insulin pump had returning for unknown. The customer¿s blood glucose level was unknown. The device will be returned for analysis.